Event description:
Paramedics used the device to monitor a pt diagnosed with symptomatic bradycardia. After approx 1 minute, the ECG display allegedly went blank and the service indicator illuminated. A backup monitor was immediately available and used. There were no adverse effects to the pt reported as a result of the alleged malfunction.